Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-01576. It was reported the patient is experiencing ineffective stimulation due to lead migration. In return, surgical intervention was undertaken during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.